Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2024-04883.

Manufacturer narrative:
D10: concomitants: (B)(6), 180-01-52 - crown cup,cluster-hole gr.52. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's hip was revised. The patient had a hip prosthesis cup from exactech implanted. As part of the manufacturer's recall, the patient came in for a check-up. The x-ray and CT scans showed a clear decentration of the prosthesis head and unusually large osteolysis in the acetabulum as signs of inlay wear. This was verified when the inlay was changed to a vit e-hardened, specially approved inlay (novation xle, +5mm lateralized liner, group 2, 36mm). As part of the replacement operation, in addition to the inlay exchange, the firm integrity of the cup was determined, the cysts in the cup bed were cured and filled using hydroxyapatite + calcium (ceramic bone void filler) and the prosthesis head was changed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.